Manufacturer narrative:
The lcd, user interface assembly was received for failure investigation. Visual inspection of the lcd, user interface assembly revealed no evidence of damage or contamination. The lcd, user interface assembly passed all testing. A dead pixel's screen display failure was not observed. There were no faults found on this returned lcd user interface assembly.

Manufacturer narrative:
G4:29mar2021. B4:06apr2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem that the battery didn¿t charge. It was also noted that the lcd had dead pixels. The field service engineer (fse) replaced the battery and the lcd screen to resolve reported problem. The device passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 12mar2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s battery failed alarm and turns off even on ac. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.